Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that she "can't turn it on". The patient stated that she charged the ins yesterday and went to turn the stimulation back on and she was unable to turn the stimulation back on. The patient clarified that the reason she couldn't turn stimulation back on was because she was seeing the power on reset (por) message. The patient confirmed seeing the information por message on her recharger and patient programmer (pp). Patient services reviewed steps to clear the por with the patient programmer. Clearing the por was successful. The patient turned therapy back on and stated that the therapy was adequate. Troubleshooting resolved reported issue. It was noted that the patient did not have a health care provider (hcp). The patient mentioned that she may need reprogramming because her stimulation level is set so high, like "1015". No symptoms were reported. No further complications were anticipated/reported. [Please see pe# (B)(4) for information regarding the damaged antenna/poor communication].